Event description:
Per the clinic, the patient experienced wound infection and loss of osseointegration. Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on april 22, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator (specific date not reported). Device analysis report attached. This report is submitted on may 30, 2024.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on april 22, 2024 was filed inadvertently. No loss of osseointegration was occurred.